Event description:
It was reported that a user experienced difficulty pairing a freestyle libre 3 plus sensor with the ilet pump, consistent with intermittent communication failure between devices and involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm sensor and the ilet pump consistent with intermittent communication failure related to the electrical and magnetic antenna component, after which connection was established and glucose readings populated on the pump. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.